Manufacturer narrative:
01-oct-2020 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Consumer sent e-mail stating the brush head stopped rotating; the pin had released and gotten into his mouth. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer sent e-mail stating the brush head stopped rotating; the pin had released and gotten into his mouth. No injury was reported.